Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation the device was found in backup vvi mode. Possible hv circuit short. A x-ray showed the leads maybe damaged. The system was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.